Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had twiddler's syndrome and was manipulating the pacemaker system. The atrial and right ventricular leads were pulled back and twisted out of position. On (B)(6) 2019, the pacemaker and leads were explanted upgraded to an implantable cardioverter defibrillator system. The patient condition remained stable post procedure. Related manufacturer reference number: 2017865-2019-12614, 2017865-2019-12615.